Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: (B)(4), heart valve implanted: (B)(6) 1992. (B)(4).

Event description:
It was reported by the patient that the patient's heart rate dropped to forty-five beats per minute. The patient complained that the implantable pulse generator (ipg) was not functioning properly. Follow-up with the patient's clinic indicated that the patient has not been seen since the date of the patient's reported problem. The ipg remains in use. No further patient complications have been reported as a result of this event.